Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a cut on the pebax. Initially, it was reported that they went to ablate but ablation was cut off immediately and there was an error displayed on the ngen system that was noted as "electrode temp slope too high". The cable was reseated without resolution. They checked the irrigation connections and they were fine. The catheter was removed from the body and there was blood observed below the tip of the catheter. The catheter was replaced, and the issue was resolved. The reporter stated that it was blood, not char. The procedure continued. No adverse patient consequence was reported. The foreign material (blood) and high temperature were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on (B)(6) 2024, a cut on the pebax, with reddish-brown material inside, and internal parts exposed were noted. This was assessed as MDR reportable with an awareness date of (B)(6) 2024.

Manufacturer narrative:
The device was returned to johnson and johnson medtech for evaluation. Visual inspection, temperature, impedance and irrigation test of the returned device were performed following johnson and johnson medtech procedures. Visual analysis of the returned sample revealed a cut on pebax with reddish-brown material inside and internal parts exposed. The temperature and impedance tests were performed, and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the catheter was irrigating correctly, and no anomalies were observed. A manufacturing record evaluation was performed for the finished device 31409673l number, and no internal action was found during the review. The temperature issue and blood reported by the customer was confirmed. The temperature issue reported by the customer could be related to the damaged pebax and the potential cause could be related to the manipulation of the device during the procedure. However, this cannot be conclusively determined. The catheter instruction for use (IFU)recommended: when radio frequency (rf) energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected and flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. The catheter instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged contraindicated. As part of johnson and johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).